Event description:
Customer reports performing back to back tests on the advantage system and on a healthcare professional's meter with results of 280 mg/dl and 115 mg/dl, respectively. Controls were run and were reported to be out of range; however, controls were expired. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.